Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a bulge in the silicone segment was confirmed. During visual inspection it was observed that the silicone segment tubing had a slight bulge, discoloration, and was weakened just below the upper fitment. Functional testing resulted in the set flowing freely and ran with no issues observed. The root cause of the bulging in the silicone segment was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified fluids was infusing thru channel a .the nurse heard a "noise" and noted a bulge in the silicone segment. The tubing was discarded and a second set was primed and initiated to infuse on channel b; however, the user heard a similar noise and noted a bulge in the silicone segment when opening the module door. There was no report of patient harm.